Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the generator boards with error e433 had a destroyed transformer tr1 likely causing the malfunction. An improved generator board was introduced into production in mid-july 2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service found the front panel was damaged in the bottom right corner, and the user request was confirmed of error 433 confirmed the customer's complaint. The device was repaired and returned to the customer.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (opr) was informed by the biomedical technician at the user facility that the high frequency electro-surgical generator had an error code e433 during preparation for use. No patient was affected or involved in the event.. The unit will be returned for evaluation.